Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "nurse on patient unit stated after occlusion rate went to max. Fse filled out intake form and downloaded logs from device. Fse e-mailed intake form and logs to gcm. Fse needs information on if this divice can be checked in the field or does the device need to be sent in due to possible patient incident. Pump alarmed for occlusion immediately after patient pressed pendant to deliver bolus dose. Per event log some bolus doses were delivered without experiencing an alarm condition. Bolus rate set at 600ml/hr via drug library settings. Pca set was infusing in r antecube, 20g IV catheter; IV fluids were running into pigtail at 30ml/hr device is now in risk management at (B)(4). Pump treatment information: fentanyl 20mcg/ml; bolus only program; 20mcg bolus dose with 6 minute lockout. Type of drug: fentanyl. Human harm: yes. Need for medical intervention: no. Additional information: patient was not harmed. Patient is and was stable throughout the course of treatment. Occlusion alarms during bolus delivery."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: occlusion alarms during infusion.